Event description:
Part of the ceramic tip of a resectoscope inner sheath broke off in the course of a prostate resection procedure (turp). Some pieces of the material were not retrieved, but the facility's or personnel believe they were flushed out of the bladder. No pt consequences were reported.